Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device was accidentally dropped, resulting in a cracked screen and loss of usability; the user reported elevated blood glucose of 325 mg/dl and transitioned to backup therapy while a replacement ilet and charger were arranged. Symptoms included hyperglycemia. Outcomes included temporary interruption of device therapy and reliance on backup therapy. Investigation included customer service assessment, shipping verification, and return of the reported device for evaluation. Investigation of this case device evaluation revealed, device damage consistent with external mechanical impact to the display assembly, with no indication of device-generated alarms or systemic malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to accidental drop.